Manufacturer narrative:
Additional investigation was performed by advanced failure analysis and the following information was received on 11-feb-2021. The primary failure analysis findings were confirmed. The housing was removed and a broken conductor wire was discovered at the proximal end, which is attributed to manufacturing. The instrument was also found to have a damaged conductor wire at the distal end and mechanical damage on the distal idler pulley and monopolar yaw pulley. This damage at the distal end is attributed to mishandling of the product, likely via instrument collisions.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The housing was removed for inspection and the permanent cautery hook instrument was found to have a broken conductor wire at the proximal end. The conductor wire breakage at the proximal end is most commonly related to a manufacturing deficiency. The instrument failed electrical continuity. No signs of thermal damage were observed in the housing. Additional information not reported by the site: the instrument was found to have a conductor wire with damaged insulation at the distal end. As a result, the distal idler pulley was found to exhibit thermal damage. The conductor wire damage at the distal end is considered to be a component failure. Further additional findings not reported by the site: mechanical indentations were also found on the monopolar yaw pulley and distal idler pulleys. The mechanical indentations are most commonly caused by mishandling/misuse. A site history was performed and no related complaints were found. A review of system logs showed that the instrument was last used on system number sh0866 on (B)(6) 2020 and it had 9 uses remaining. This complaint is being classified as a reportable malfunction due to the following conclusion: the permanent cautery hook instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is unknown. Recall is not applicable.

Event description:
It was reported that during a da vinci assisted procedure, the permanent cautery hook would not engage with the system. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified when setting up for the case and there was no patient involvement. There was no damage to the conductor wire insulation noted.